Manufacturer narrative:
The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. The subject device was not returned; therefore, physical as well as a functional evaluation could not be performed. Information available indicated that the device was prepared as per the dfu. Based on the information currently available the exact cause for the reported event cannot be determined.

Event description:
During the procedure, it was reported that resistance was felt when advancing the guidewire (subject device) from the introducer sheath to the microcatheter. Therefore the guidewire was retrieved and it was found that the distal section of the guidewire was detached. The procedure was completed successfully after changing to another guidewire. No clinical consequences reported to the patient.

Manufacturer narrative:
The subject device is not available.

Event description:
During the procedure, it was reported that resistance was felt when advancing the guidewire (subject device) from the introducer sheath to the microcatheter. Therefore the guidewire was retrieved and it was found that the distal section of the guidewire was detached. The procedure was completed successfully after changing to another guidewire. No clinical consequences reported to the patient.